Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance greater than 2,000 ohms. Fluoroscopy did show good lead placement despite the impedance. It was reported that the lead was tested on a pacing system analyzer (psa) after initial placement, and pacing impedance measurements were noted to be within normal limits. Upon connection of the lead to the implanted device, out of range measurements greater than 2,000 ohms were observed. The lead was then disconnected from the device and again tested on the psa. Measurements on the psa were then also greater than 2,000 ohms. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance greater than 2,000 ohms. Fluoroscopy did show good lead placement despite the impedance. It was reported that the lead was tested on a pacing system analyzer (psa) after initial placement, and pacing impedance measurements were noted to be within normal limits. Upon connection of the lead to the implanted device, out of range measurements greater than 2,000 ohms were observed. The lead was then disconnected from the device and again tested on the psa. Measurements on the psa were then also greater than 2,000 ohms. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported. The product is not expected to be returned for analysis.